Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small part remained in the uterus and could not be removed without causing more damage') and device expulsion ('a small part remained in the uterus and could not be removed without causing more damage') in an adult female patient who had essure (batch no. B71767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic pain") and vulvovaginal pain ("pain/ vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and complication of device removal ("a small part remained in the uterus and could not be removed without causing more damage"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device expulsion outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small part remained in the uterus and could not be removed without causing more damage / two pieces of tightly coiled contraceptive device') and device expulsion ('a small part remained in the uterus and could not be removed without causing more damage') in an adult female patient who had essure (batch no. B71767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, low back pain, abdominal pain, chills, bowel movement irregularity, painful hips, perineal pain, neuropathic pain, follicular cyst of ovary, swelling nos, dysmenorrhea, ovarian disorder, menses irregular, abdominal adhesions and pelvic adhesions. Concomitant products included cetirizine from (B)(6) 2018 to (B)(6) 2019, fluticasone propionate (flonase allergy relief) since (B)(6) 2018, hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018, medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) since 2003, paracetamol ("tylenol") since (B)(6) 2013 and ranitidine from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic pain") and vulvovaginal pain ("pain/ vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), complication of device removal ("a small part remained in the uterus and could not be removed without causing more damage"), abdominal pain ("abdominal pain") and metrorrhagia ("menorrhagia (bleeding b/w periods)"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device expulsion outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain, complication of device removal, abdominal pain and metrorrhagia had not resolved. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left visible coils: 3 right visible coils: 4 discrepancy noted in insertion dates: essure placed in 2013, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: (1) pregnancy test was negative. (2) satisfactory placement of both essure devices. (3) satisfactory tubal occlusion bilaterally. (4) patient can rely on essure for birth control. (5) follicular cysts are noted bilaterally. Pathology test - on (B)(6) 2018: pathologic diagnosis- source of specimen- bilateral tubes and essure devices gross description- also received within the same container are two pieces of tightly coiled contraceptive device (2 cm and 1.2 cm).; on (B)(6) 2018: impression: (1) pregnancy test was negative. (2) satisfactory placement of both essure devices. (3) satisfactory tubal occlusion bilaterally. (4) patient can rely on essure for birth control. (5) follicular cysts are noted bilaterally. Pregnancy test - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: (1)pregnancy test was negative. (2) satisfactory placement of both essure devices. (3) satisfactory tubal occlusion bilaterally. (4) patient can rely on essure for birth control. (5) follicular cysts are noted bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : vaginal haemorrhage, pelvic pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event abdominal pain and menorrhagia (bleeding b/w periods) added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small part remained in the uterus and could not be removed without causing more damage') and device expulsion ('a small part remained in the uterus and could not be removed without causing more damage') in an adult female patient who had essure (batch no. B71767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic pain") and vulvovaginal pain ("pain/ vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and complication of device removal ("a small part remained in the uterus and could not be removed without causing more damage"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device expulsion outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event of "injury nos" was replaced with new event of pelvic pain. Additional new events - device breakage, a small part remained in the uterus, complication of device removal, vaginal pain, menorrhagia and vaginal bleeding were added. Lot number, date of removal and events onset date were added. Reporter's information, patients dob, demographics, lab data were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.